Event description:
It was reported that the insulin pump is underdelivering insulin. The blood glucose reading is 292 mg/dl. Customer treated with insulin pump. The programmed boluses are not showing in the bolus history. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.